Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out after the second firing. When the doctor grasped the firing trigger without the tissue the first time, the clip came out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. A batch record review was performed and no anomalies were found during the manufacturing process.